Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250-highest meter reading) and has been unable to lower the bg from 250 mg/dl. The customer thought that the pump was delivering less insulin than it should based on the pump settings. Insulin injections were used to address the bg level. The customer has been in contact with a healthcare provider. The customer was to use a demo pump and insulin injections to manage diabetes.